Event description:
It was reported that this pacemaker had stored pacemaker mediated tachycardia (pmt) episodes that correlated with the patient's symptoms of syncope, dizziness, and lightheadedness. Technical services (ts) confirmed that the rhythm was pacemaker driven and was terminated by the pmt algorithm appropriately. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.